Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer ats 1500 was involved in an incident where bleeding was found in the extremity while in use. Clinical follow up with the hospital on (B)(6) 2010 indicated that a tourniquet cuff was applied with 3-6" overlap. There was no audible or visual display alarms noted. The cuff did not have the suggested "2 finger width" amt. Of slack when applied. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the cuff used was a competitor's cuff.